Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the right side frame is cracked and wanted under warranty. It is cracked where the back cane attaches to the side frame with mounting hardware.